Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal cover is burned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is thought to be that the tip of the treatment device was not visible or that the radiofrequency coagulation current was applied while the tip of the endoscope was close by. The event can be detected/prevented by following the instructions for use which state: chapter 3, ¿preparation and inspection,¿ of the pcf-h290tl/I operation manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt distal cover. There was no patient involvement.